Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained at 20 units for multiple days despite being in use. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.